Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the clinic, the patient experienced swelling at the implant soon after implantation and also the extracochlear electrode had not been working at the time from the switch on. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on may 11, 2023.